Event description:
Boston scientific received information that this right ventricular (rv) lead was found to be dislodged. As a result another procedure was performed to revise the lead. During the revision procedure the helix was noted to have tissue trapped in it and the lead could not be repositioned. The lead was explanted and another rv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory a detailed analysis was performed. The allegation of dislodgment could not be confirmed by analysis. The allegation of helix mechanism difficulty was confirmed by testing. Blood and tissue clogging in the helix was likely the root cause of helix mechanism difficulty.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.